Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, a pump reset resolved the issue.